Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the batteries were lasting four days on the insulin pump. The customer reported an unexpected restart alarm on the insulin pump. The customer also reported the up button was not responding. The customer's blood glucose was unknown. Troubleshooting found the time was able to advance on the insulin pump. The customer declined getting a replacement pump at this time, and wanted to speak to someone about upgrading. The pump will not be returning at this time.